Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pumps battery died and now the pump is not connected. The customer¿s blood glucose level was 545 mg/dl at the time of the incident. Customer reported that she is in the 120 mg/dl range. The customer cannot get meter and transmitter to connect to the pump. Customer was assisted with linking meter and transmitter. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.